Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all six pyxis devices stopped performing uploads to the pyxis enterprise server. A technical support specialist connected to the pes server, verified that all six stations had stopped uploading due to structured query language (sql) memory exhaustion, reviewed the event logs and export transform load (etl) errors, restarted bd, sql, and related windows services, performed manual recovery for all affected stations, coordinated with the customer to disable antivirus scanning, confirmed that high memory usage persisted, validated that the hospital information technology (hit) team added additional ram to the server, and ensured that all stations successfully resumed uploading and downloading before obtaining customer approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all 6-station stopped performing upload in pyxis enterprise server. Elt process had been failed continuously and preventing reports and data refresh the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.